Event description:
Pt called to report that he received a letter from medtronic, dated (B)(6) 2013, informing him there have been multiple lot numbers of medtronic reservoirs recalled. Pt says he has been experiencing higher than normal blood sugar for the last two weeks. He's not sure if the lot numbers he has are all part of the recall, but wanted to call and report to FDA.